Manufacturer narrative:
Npb will notify FDA when investigation results are completed.

Event description:
Nellcor puritan bennett received info which suggested that the unit got hot to the touch and the power cord melted. No pt harm reported per customer.